Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-dec-04 reported there was no infection. It was noted that it was erosion due to very think skin. No further complications were reported/anticipated.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's pump site became infected. The healthcare provider decided to wash out the site and put a new pump in. The hcp also decided to drop down the size of the pump to a 20cc pump. It was noted the patient appears to be doing fine now. Additional information was received from a manufacturer's representative (rep). It was reported that the rep was not sure when the patient first started experiencing the infection. The cause of the infection was determined to be that it appeared that the incision opened but the rep was not sure of why.